Event description:
It was reported that the balloon ruptured during use. It was in the patient and not functioning properly. The customer inspected it after removal and observed a small hole in the balloon. Health professional's impression (from customer): catheter balloon had popped (filled with heparnized solution and a small amount of contrast). Catheter was inspected after balloon removal and catheter tip was accounted for. Balloon had developed a small hole and unable to use. Assumption made that it happened on insertion. (B) (4)

Event description:
Reporter alleged obtaining a result of 210 mg/dl on advantage system 1 compared back to back with a result of 82 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(4) for the suspect device used in system 1.